Manufacturer narrative:
Section b3: corrected. Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The account submitted CT scans for review. The lumen of the outflow graft appeared patent based on the submitted CT scans. The controller event log file contained events from (B)(6) 2024 through (B)(6) 2024. Transient low flow hazard alarms were captured, which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted on (B)(6) 2024 evening with low flow alarms. Of note, the patient had history of bio-debris in the left ventricular assist device (lvad) outflow conduit which caused less than 25% diameter narrowing on previous computed tomography (CT) scans. CT on this admission stated that individual components in the main body of the guideline device were clearly more separated compared to prior study, which was concerning for impending mechanical failure/breakdown of the lvad device. The cardiologist and surgeon reviewed the CT and did not share these concerns. Log files captured several low flow events in the timeframe (B)(6) 2024 at 21:01-21:30. The patient was clinically stable. The occlusion was not worsening. The patient did not experience any symptoms. History of bio debris in the lvad outflow conduit caused less than 25% diameter narrowing on previous computed tomography (CT) is captured under manufacturer report number 2916596-2024-02614.